Event description:
The event is reported as: during set-up the circuit had a leak. No patient injury reported.

Manufacturer narrative:
Evaluation method: device history record (DHR) review, process review. Results: DHR review showed no discrepancies potentially related to this complaint. No non conformance reports were originated for the lot in question. DHR shows that the product was assembled and inspected according to specifications. Review of the assembly process and manufacturing procedure for catalog #780-36 showed no issues that potentially relates to the reported issue. Conclusions: CAPA (B)(4) was opened to document the root cause and correction actions to reduce leaks and disconnections of circuits. A follow-up report will be submitted if additional information is received for this issue.